Event description:
On (B)(6) 2011, an aortic valve replacement was performed due to severe aortic stenosis and a 21 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to stenosis and replaced with a 21 mm trifecta gt valve. Upon explant, the valve was noted to be severely calcified. The patient is reported to be stable. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to stenosis and replaced with a 21 mm trifecta gt valve. Upon explant, the valve was noted to be severely calcified. The patient is reported to be stable. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of aortic stenosis was reported. The reported calcification was confirmed. Morphological and histopathological examination revealed all three leaflets were torn. Calcification was present throughout the tissue of all three leaflets. Some of the tears were associated with calcifications. All three leaflets were fibrotically thickened, and leaflets 2 and 3 contained pannus. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, calcification is a known issue with tissue valves, and information from the field indicated that the valve had been implanted for over 7 years.